Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed user advisory 45 (driveshaft not at "home" position after power-on/restart) was confirmed during functional testing and archive data review. The root cause of the ua45 advisory message was that the driveshaft was not in the "home" position, most likely due to unintended user error. The autopulse functioned as intended by triggering ua45 when the driveshaft was not at the "home" position. User advisory is normally a clearable error message and is designed into the platform to alert the operator that the autopulse platform has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The archive data indicated the presence of ua45 error messages around the reported event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua45 error message upon powering on, confirming the reported complaint. The driveshaft was rotated to the "home" position to remedy the fault. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was reported for the autopulse platform with sn (B)(6). Ccr (B)(4) was reported on january 18, 2024. The driveshaft was rotated to the "home" position to remedy the fault.

Event description:
During the shift check, upon powering on, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). Troubleshooting steps were performed to clear the ua45 error; however, the issue could not be resolved. No patient involvement.